Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the guidewire could not advance down the lead due to an obstruction. The lead was replaced, and the patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.